Event description:
Impella cassette changed per protocol. Shortly after change out, impella began alarming disc not detected. This charge rn came to assist bedside rn and assisted in taking out and replacing current cassette with no improvement. This rn suggested trying a new cassette. Together we changed out the cassette without improvement of alarm. Bedside rn on phone with impella rep throughout process. After second cassette change, this rn suggested changing out the impella console and the rep agreed. This fixed the problem. No harm to patient.